Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject catheter was returned within through a rhv and sheath shaft. The catheter shaft was seen to be broken and only the coil winds were holding the catheter in place in the rhv. The subject catheter distal part was found to be damaged and the catheter shaft was found flat/crushed. During the functional testing the subject catheter could not be advanced or retracted from the sheath and remains within the sheath shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be quite damaged on return and therefore the as reported can be confirmed. The as reported event ¿catheter shaft difficulty advancing, ¿catheter shaft difficulty removing/withdrawing¿ and ¿catheter kinked bent¿, as well as the as analyzed 'catheter shaft difficulty advancing¿, ¿catheter shaft difficulty removing/withdrawing¿, ¿catheter shaft broken/fractured during use¿, 'catheter damaged', ¿catheter shaft flat/crushed¿ will be assigned an assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject catheter shaft was found broken during use. There were no clinical consequences to the patient as a result of this event.